Event description:
It was reported the customer received a compromised force sensor system alarm. The customer stated they were unable to exit from the preparing to prime loop. Customer's blood glucose was 147 mg/dl. Troubleshooting found the customer's drive support cap was protruding. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due a to protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion, or excessive no delivery tests due to the alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.